Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe contained foreign matter, was damaged, had inclusions, and had label printing issues. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ syringe contained foreign matter, was damaged, had inclusions, and had label printing issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that bd luer-lok¿ syringe had 8 occurrences of foreign matter, 66 occurrences of damaged barrel, 12 occurrences of jammed stopper, and 60 occurrences of label printing issues. No serious injury or medical intervention was reported. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.